Manufacturer narrative:
Updated fields: d1, d2a, d4, g3, g4, g6, h2, and h11. Corrected data can be found in sections: d1, d2a, d4, and g4.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 30 stapler instrument was requested, but not received for failure analysis investigations. The sureform 30 white reload used during this event was reportedly discarded and therefore will not be returned.

Event description:
It was reported that the sureform 30 stapler instrument fired a white reload and generated a message that the tissue was too thick after firing midway. It was reported that this event resulted in a partial fire with unformed staples in front of the blade falling into the patient. It is unknown if these loose staples were retrieved. There was no report of staples missing from the staple line causing holes or gaps in the transected tissue. There was no bleeding reported due to this event. There was no unplanned tissue removal due to this event. The procedure was continued with no patient injury.